Event description:
It was reported, the patient had a stabbing and burning sensation where the "wires" were on both sides of his chest. These symptoms began following the replacements of both implantable neurostimulators (ins). . It was stated that before the replacements, he had two "wires" that provided the best results, and that "one of these wires was now completely dead." The hcp had to go to two different "wires" during the replacement. No x-rays had been taken. The patient broke his hip two years prior but had not had any falls or traumas since. Therapy was working fine until the replacements were done. The ins implanted on the left side was working fine; the ins implanted on the right side (concomitant ins) was giving the patient issues. The patient started to take oral medications to help with the symptoms. The patient started to take the oral medication prior to the replacements due to the replaced device being at end-of-service (eos) but he had continued to take the medication since. It was stated that it was causing dyskinesia. The patient had an appointment scheduled with his health care provider (hcp) in four days. The hcp thought it was "the wires" or extension that was causing the issue. The hcp was going to take out the ins and "wire" to test the product and find out the issue. Approximately two weeks later, it was reported that the patient had the operation a couple weeks prior as described above. In the surgery, the physician looked at the adaptor and stimulator. It was stated that the leads were fractured. The patient stated that the leads were not changed or revised. It was noted, the leads were fine until the replacements were done. The patient was "not ready for brain surgery" to change the leads when he had the operation a few weeks prior. It was not clear if both stimulators and leads were looked at or only one side. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report# 3004209178-2012-07104 for concomitant ins.

Manufacturer narrative:
Product ID, 748251 lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: product type extension; product ID, 37602 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type implantable neurostimulator; product ID, 748251 lot# serial# (B)(4), implanted: 2006 (B)(6) explanted: product type extension; product ID 7426 lot# serial# (B)(4), implanted: 2005 (B)(6) explanted: 2012 (B)(6). Product type implantable neurostimulator; product ID, 7426 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: 2012 (B)(6). Product type implantable neurostimulator; product ID, 37642 lot# serial# (B)(4), implanted: explanted: product type programmer, patient; product ID, 3389-40 lot# j0454912v serial# implanted: 2005 (B)(6), explanted: product type lead; product ID, 3389-40 lot# v001399 serial# implanted: 2006 (B)(6), explanted: product type lead; (B)(4).